Event description:
Fixation device would not stay in place due to broken area in device.

Manufacturer narrative:
Due to indication of item breaking during surgery, occurrence was determined to be reportable to the FDA.